Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated a cartridge and handpiece were use; however, no details were provided with the viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The lens model is only approved for a specific lens/cartridge combination. It is unknown if an approved combination was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A certified ophthalmic assistant reported that following intraocular lens (iol) implant surgery, a patient had 20/20 vision. Approximately five years later, the patient experienced decreased visual acuity of 20/70. The patient was not refracting more than 20/50. The capsule showed to be clear upon examination, but the iol was yellowed and thickened. There were no reported effects to the patients activities of daily living. The iol remains implanted. Additional information was requested.